Event description:
It was reported that "sensor failure" was reported. On the day of the event the patient in an alley behind his house when he suddenly experienced a seizure. The patient could not remember many details as the event happened many years ago but stated that the experienced a sensor error at that time. The patient stated that he suffered broken bones but did not provide more details regarding this. There was no information shared by the patient regarding any treatment that was given. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. The complaint states that "sensor failure" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.